Event description:
It was reported the medtronic minimed that the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Customer reported receiving change sensor alerts. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No adverse event has been reported. The event involved products are mmt-7020c4. Product has been returned to medtronic for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On (B)(6) , 2023 customer alleged received change sensor alarm/bad sensor, cal error/ calibration not accepted and sensor glucose vs. Blood glucose. Following our receipt of the two returned used partial sensor (needle not returned) performed a visual inspection to one random sensor and checked for physical damage and none was found. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found overgrowth platinum at the reference electrode. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for high readings found sensor damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.